Event description:
It was reported that the patient was experiencing a return of their dystonia due to high impedances on the left lead extension and varying impedances on the right lead extension. To address this, the patient underwent a revision procedure in which the implantable pulse generator (ipg) and one of the lead extensions were replaced, while the other lead extension was removed. Despite these changes, the system still showed impedance issues, but they were in contacts not used by the patient. As a result, the patient is receiving therapy as expected. The explanted devices were discarded and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 5175054. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 5179973. Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 5172969. Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 5162928.